Event description:
It was reported that the external pulse generator (epg) was "defective." Follow up indicated that the lower display was illegible. The epg was returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event. The lcd (liquid crystal display) was missing segments. It was also contaminated, and the gasket was seeping out. The main pcb (printed circuit board), lower case, battery release, lead flex cover, battery drawer, and heart lead flex were also contaminated, and the upper/lower cases, battery drawer, and lcd lens were broken. Two side bail covers, two case screws, and two side bails were missing, and the battery contacts were compressed. (B)(4).